Event description:
A report was received from a user facility in the USA stating the stellaris system began randomly switching settings while the surgeon was performing phacoemulsification. An injury occurred when a portion of the iris was aspirated. Viscoelastic was used to move the iris back into place. The patient is expected to recover within approximately six weeks.

Manufacturer narrative:
The stellaris computer that was in use when the event occurred was removed from the system and returned to bausch and lomb for evaluation. The reported problem was not duplicated during testing in several different modes of operation. The stellaris system functioned within MFR specification. A review of the device history records revealed no exceptions.